Event description:
During use of a maxi ld balloon it was reported that the balloon ruptured at three atmospheres (atms). The patient was a male, but his age was unknown. The maxi ld (20/40mm) was used for the post-dilatation for stent graft in the aorta. The lesion was moderately calcified and tortuous; the rate of stenosis was 50%. There was no damage noted with the packaging or device prior to use. The device prepped normally. There was no difficulty accessing the lesion with a guidewire. The device was advanced through the sheath and over the guidewire without difficulty. The maxi ld was dilated in the stent graft. However, it ruptured at 3atm during its initial inflation. The type of inflation device used to inflate the balloon is unknown. The type of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. The balloon was removed intact from the patient, and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during use of a maxi ld balloon it was reported that the balloon ruptured at three atmospheres. The maxi ld was used for the post-dilatation for stent graft in the aorta. The lesion was moderately calcified and tortuous with 50% stenosis. There was no reported patient injury. There was no damage noted with the packaging or device prior to use. The device prepped normally. There was no difficulty accessing the lesion with a guidewire. The device was advanced through the sheath and over the guidewire without difficulty. The maxi ld was dilated in the stent graft. However, it ruptured at three atmospheres during its initial inflation. The type of inflation device used to inflate the balloon is unknown. The type of contrast used in the procedure is unknown. The contrast to saline ratio is unknown. The balloon was removed intact from the patient, and the procedure was finished successfully. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device the reported balloon burst at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, vessel characteristics (calcification and tortuosity) and procedural factors (dilation of a stent graft) may have contributed to the difficulty experienced by the customer. Neither the DHR nor the information available suggests that the balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.